Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following journal article: bell j., wollstein r., citron n. (1998). Rupture of flexor pollicis longus tendon. J bone joint surg [br]; volume 80-b: pages 225-6. UK. This report is for an unknown volar t buttress plate / unknown quantity / unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: bell j., wollstein r., citron n. (1998). Rupture of flexor pollicis longus tendon. J bone joint surg [br]; volume 80-b: pages 225-6. UK. This article reported three complete ruptures and one partial rupture of the flexor pollicis longus tendon in association with the insertion of a volar plate for the treatment of fracture of the distal radius. A (B)(6) year-old woman after fall, was treated with open reduction, internal fixation was performed using a six-hole volar buttress plate. Nine months later, she discovered that she was unable to flex the interphalangeal joint of her thumb. There was no associated pain and no warning symptoms. At re-exploration, the fpl was found to have ruptured over the edge of the plate, and the deep flexor tendon of the index was also frayed but not completely ruptured. The plate was removed and the fpl tendon reconstructed with a palmaris longus interposition graft. This is report 3 of 4 for (B)(4). This report is for unknown volar t buttress plate.